Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead heard beeping tones from the device. This patient was referred to clinic. Additional information received indicates that the beeping was caused by rising shock impedance measurements, as shown in latitude nxt. No alerts, events or issues were noted. The tones were turned off and the impedance alert value was raised to 200 ohms in the rv lead. This device remains in service. No adverse patient effects were reported.